Event description:
It was reported that hypothermia patient in rewarm phase for about 9 hours. The arctic sun device was working well but was unplugged and nurse noted there have been issues with patient temperature (pt) dropping since device was unplugged on the last shift. Water temperature (wt) was not getting warm. Patient temperature (pt) was 35.7c, targeted temperature (tt) was 37c, water temperature (wt) was 26c, water flow rate (wfr) was 2.8 l/m, 4 pads connected. Nurse could not confirm if last shift added water after device was unplugged. System diagnostics outlet monitor temperature (t1) was 26c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 12.2c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 3560.1, pump hours were 1157.3. Walked through stop therapy and empty pads. When fluid delivery line (fdl) removed 8 ounces of water came out of back port. Walked through draining 16 ounces from right drain port. Restarted therapy and advised will call back in 45 minutes to check on status of potential overfill. 45 minutes later therapy progressing and water temperature (wt) was 40.1c. Encouraged them to call back with any additional questions or concerns, sn # (B)(6).

Manufacturer narrative:
Correction: d, e, f, g, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hypothermia patient in rewarm phase for about 9 hours. The arctic sun device was working well but was unplugged and nurse noted there have been issues with patient temperature (pt) dropping since device was unplugged on the last shift. Water temperature (wt) was not getting warm. Patient temperature (pt) was 35.7c, targeted temperature (tt) was 37c, water temperature (wt) was 26c, water flow rate (wfr) was 2.8 l/m, 4 pads connected. Nurse could not confirm if last shift added water after device was unplugged. System diagnostics outlet monitor temperature (t1) was 26c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 12.2c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater command (hc) was100 percentage, water reservoir level (wrl) was 5, system hours were 3560.1, pump hours were 1157.3. Walked through stop therapy and empty pads. When fluid delivery line (fdl) removed 8 ounces of water came out of back port. Walked through draining 16 ounces from right drain port. Restarted therapy and advised will call back in 45 minutes to check on status of potential overfill. 45 minutes later therapy progressing and water temperature (wt) was 40.1c. Encouraged them to call back with any additional questions or concerns, sn #(B)(6).

Event description:
It was reported that hypothermia patient in rewarm phase for about 9 hours. The arctic sun device was working well but was unplugged and nurse noted there have been issues with patient temperature (pt) dropping since device was unplugged on the last shift. Water temperature (wt) was not getting warm. Patient temperature (pt) was 35.7c, targeted temperature (tt) was 37c, water temperature (wt) was 26c, water flow rate (wfr) was 2.8 l/m, 4 pads connected. Nurse could not confirm if last shift added water after device was unplugged. System diagnostics outlet monitor temperature (t1) was 26c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 12.2c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 3560.1, pump hours were 1157.3. Walked through stop therapy and empty pads. When fluid delivery line (fdl) removed 8 ounces of water came out of back port. Walked through draining 16 ounces from right drain port. Restarted therapy and advised will call back in 45 minutes to check on status of potential overfill. 45 minutes later therapy progressing and water temperature (wt) was 40.1c. Encouraged them to call back with any additional questions or concerns, sn#: (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Hypothermia patient in rewarm phase for about 9 hours. The arctic sun device was working well but was unplugged and nurse noted there have been issues with patient temperature (pt) dropping since device was unplugged on the last shift. Water temperature (wt) was not getting warm. Patient temperature (pt) was 35.7c, targeted temperature (tt) was 37c, water temperature (wt) was 26c, water flow rate (wfr) was 2.8 l/m, 4 pads connected. Nurse could not confirm if last shift added water after device was unplugged. System diagnostics outlet monitor temperature (t1) was 26c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 12.2c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 3560.1, pump hours were 1157.3. Walked through stop therapy and empty pads. When fluid delivery line (fdl) removed 8 ounces of water came out of back port. Walked through draining 16 ounces from right drain port. Restarted therapy and advised will call back in 45 minutes to check on status of potential overfill. 45 minutes later therapy progressing and water temperature (wt) was 40.1c. Encouraged them to call back with any additional questions or concerns, sn#: (B)(6). The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.